Event description:
It was reported that a patient experienced withdrawal in addition to symptoms: i.e. Spasms. A critical alarm occurred in regards to a pump. The alarm was due to the pump reaching a zero ml reservoir volume. Telemetry confirmed the alarm. The patient had responded to a therapeutic bolus that was administered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).